Event description:
It was reported that the patient experienced inadequate stimulation. It was also mentioned that the patient had difficulty charging the implantable pulse generator (ipg). Being zapped was noted during charging. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.